Event description:
Information received indicates the head of the bed is drifting down.

Manufacturer narrative:
The technician replaced the head up and down valves to repair the bed. The bed was tested and is now functioning properly.